Manufacturer narrative:
This is default text configured for block h10.

Event description:
Approximately 50-75% of the dose was delivered, prevented full dose administration without interruption/consumer received only half of the medication [incorrect dose administered]. The diluent in the syringe often appears to seep out around the adapter and into the external environment rather than entering the drug vial, leakage of diluent from the syringe-adapter interface [device leakage]. During administration, significant injection resistance occurred, unable to pull the medication from the vial and medication is not coming out of the prefilled syringe [product use complaint] the medication doesn't mixed [product preparation error]. Case narrative: this initial spontaneous report concerns of adverse events incorrect dose administered, device leakage and product use complaint in multiple patients (female: 4, age range: 18¿62 years and race was not reported) from united states. Patients age at the time of event experience were not reported. On 05-may-2026, amneal pharmaceuticals received information from pharmacist via an email concerning above mentioned events experienced by patient while on amneal's risperidone for extended-release injectable suspension. Follow-up (#1) information received on 08-may-2026. Significant follow-up (#1) information was received from pharmacist via a telephone call. Additional information included suspect product details (therapy dates, frequency), event details (event occurrence date, verbatim) and new event product preparation error were added to the case and narrative was updated accordingly. On an unknown date of 2026, the patients were being treated with risperidone for extended-release injectable suspension, 50mg/vial; every 14 days (ndc: 70121-2628-50, lot number: ap250592, ap260024, expiry date: 30-nov-2027, 31-dec-2027 and serial number: (B)(6) via intramuscular route for an unknown indication. Co-suspect, concomitant medication, concurrent conditions, allergies, history of smoking, alcohol use or recreational drug use, historical surgical procedure and laboratory tests were not reported. On 06-mar-2026, they received sealed medication box from their wholesaler. Multiple occurrences involving risperidone extended-release injectable suspension 50 mg were identified across 12 patients. During preparation, leakage of diluent from the syringe-adapter interface was consistently observed when attempting to transfer diluent into the vial, despite proper assembly. During administration, significant injection resistance occurred after approximately 50-75 percent of the dose was delivered intramuscularly. This prevented full dose administration without interruption. In several cases, the needle had to be withdrawn, pressure relieved by aspirating air, and then reinserted to complete administration. This issue has been observed across multiple lot numbers and patients, suggesting a potential device or system-related defect affecting drug delivery. On an unknown date of 2026, while administrating the medication to the patient, they noticed that the diluent leaked externally around the adapter and the medication didn't mixed and unable to pull the medication from the vial and stated that medication was not coming out of the prefilled syringe. They followed all the instructions provided in the pi. Last action taken with risperidone in relation to incorrect dose administered, device leakage, product use complaint and product preparation error was not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered, device leakage, product use complaint and product preparation error was unknown. The reporter did not provide the causality of events incorrect dose administered, device leakage, product use complaint and product preparation error with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.